Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A field service engineer (fse) noted that the station did not power on, and pyxis bus cables were removed one by one until a drawer control module failure was identified in drawer 4.2. The faulty module was replaced with a new one, and the hardware test application was completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was not communicating and appeared offline in remote smart services (rss). The customer attempted unplugged and reconnected the power cable, rebooting the station and attempting to recover the drawer; however, the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.